Manufacturer narrative:
An event regarding damage involving a gmrs axle reported. The event was confirmed by mar review. Product evaluation and results: visual inspection: burnishing was observed on the axle (figures 18 and 19) consistent with in-service use. Dimensional inspection: not performed as the device was returned in damage condition. Functional inspection: not performed as the device was returned in damage condition. Material analysis: damage was observed on the axle and tibial rotating component, consistent with in-service use. Damage on the tibial rotating component likely occurred from contact with the femoral component. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review indicated that there were no similar events for the reported lot. Conclusions: it was reported that the patient was revised due to wear of the component. The event was confirmed by mar review. Investigation concluded that damage was observed on the axle and tibial rotating component, consistent with in-service use. Damage on the tibial rotating component likely occurred from contact with the femoral component. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined.

Event description:
It was reported that the patient's left knee was revised due to wear of the poly component. Possible cause or contributor for wear not reported. Patient's activity level is unknown. Patient was revised to poly component of the same catalog number. Rep reported that no further information is available.